Event description:
A customer contacted baxter's (B)(4) to report the homechoice (hc) machine blowing house breakers during the initial drain. The home patient (hp) stated he plugged the machine into several outlets and the machine kept blowing the house breakers. The machine had sparks coming from the back at some point. The hp stated he was in the initial drain at the time of the call and wanted to continue therapy, but the hp was advised to disconnect from the machine and unplug the machine from the wall. The machine was returned for evaluation and continuous ambulatory peritoneal dialysis (capd) use was discussed until the machine is replaced. The event occurred at or before the first clinical use of a new/refurbished device and the machine had been swapped in (B)(6). There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed in the device logs or duplicated during the evaluation performed by the pal (product analysis lab). The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. Pal evaluated the device. Power supply and lithium battery voltages were within specification. An internal inspection revealed a corroded connection at the accomp board heater j1. There was no evidence or arcing observed. An inspection of the pem (power entry module) revealed the fuse contacts were corroded. But no evidence of corrosion or arcing was present on the original fuses in the pem. The device's power cord was not available for evaluation. The lower right display assembly bracket screw was found loose inside the chasis. The screw had dark discoloration but unable to determine what caused it; there was no appearance of melted metal spots. There were no problems observed while monitoring the ac line current during a therapy startup. The assignable cause for blowing house breakers, with sparks coming from the back was undetermined. It is possible that the screw caused electrical shorting but was unable to be determined due to insufficient evidence. The device's service history record was reviewed and no issues were identified that may have contributed to the reported incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.